Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp on (B)(6) 2009, that a extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009. According to the complainant, during the procedure, when the physician started the retrieval of a stone, the balloon broke inside the bile duct. During the removal of the balloon from the bile duct, a small fragment of the balloon detached from the catheter and was left in the duodenum. The remaining part of the balloon was removed. The physician was not concerned with the small fragment that detached in the duodenum. The procedure was completed using another extractor rx retrieval balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."